Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt¿s right eye. The surgeon decided to remove the lens immediately after insertion due to the wrong size lens, too small and low vault. The surgeon did not enlarge the incision and no suture was used. There was no pt injury. The lens was exchanged for a longer length lens.

Manufacturer narrative:
(B)(4). Eval: lens work order search medical review. Results: visual inspection of the returned product found pieces of a plate haptic torn off and missing. The lens was returned dry. A lens work order search was performed and no similar complaints were found within the same order. Medical review - review of this filed indicates that the icl was removed because it was noted to be too small during surgery. The icl was then exchanged with a longer lens. It has been determined that complications that the most probable cause for this problem is either inaccurate white to white measurement or a mismatch between white to white sulcus diameter. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the pt¿s vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusions ¿ (no device failure): based on the complaint history, work order search and medical review and the eval of the returned product, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. (B)(4).